Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 25-oct-2019, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that x-rays showed the leads migrated. The patient fell within the first few weeks after being implanted. The rep met with a patient for reprogramming on (B)(6) 2019 and (B)(6) 2019 for programming. The patient met with a surgeon on (B)(6) 2020 to discuss replacing perc leads with a surgical leads. At the consult, the hcp said that a perc lead revision would be difficult and worried that would be too much trauma for the patient. The patient agreed that a paddle implant was not a good option for them, so the rep spent time lead mapping to see which nerves and dermatomes could be stimulated with the leads in their current position. The results were encouraging and the patient was given 3 new programs. The patient was going to reach out to the rep 3 weeks from the time of the report to provide the results of the new programs. No further complications were reported.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the new programming provided at the time the event was reported was covering the patient¿s pain and no further interventions is planned. No further complications were reported.